Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Interrogation of the pulse generator noted that right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. It was also noted that left ventricular (lv) lead exhibited unspecified impedance problem. The ra lead was explanted and replaced. The lv lead was explanted and not replaced as a new system was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were noise and automatic mode switch. Final analysis found that as received, a complete lead was returned in one piece for analysis with an extraction tool also found inserted inside the lead. The reported event of noise was confirmed. Visual examination found an external insulation abrasion at 22.6 ¿ 22.9 cm from the connector pin, breaching the outer insulation and exposing the outer coil. Upon electrical testing, there was no indication of conductor fractures. However, an internal short was noted between the conductor paths due to procedural damage to the inner insulation and exposed inner coil. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to the device can.